Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached connector was confirmed, and the damage appears to have occurred during use. One broviac 4.2fr s/l catheter was returned for investigation. The crimp collar and luer adaptor were received separate from the catheter tubing. The overall length of the catheter segment was 30.3cm. The 4.2fr tubing extended 9.5cm from the distal end of the intermediate tubing. Residue was observed in the section of 4.2fr tubing that extended from the intermediate tubing. Blood residue remained in the fibers of the cuff. Adhesive residue was observed at the proximal end of the intermediate tubing. An annular impression was observed in the clamping oversleeve and the distal end of the crimp collar had been crimped, which indicates that the luer adaptor had been secured to the catheter. The printing proximal to the ¿clamp here¿ section was worn from the external surface of the clamping oversleeve, which is indicative of use. A tactual investigation of the returned sample revealed elastic weakness in the sections of intermediate tubing both distal and proximal to the clamping oversleeve, which indicates that the catheter tubing had been stretched during use. The separation between the crimp collar and luer adaptor most likely occurred with manipulation of the catheter while in use. Based on the evidence that the luer adaptor had been secured to the catheter tubing and that the catheter was used and exhibited elastic weakness, the damage appears to have occurred during use. Strategic securement of the catheter can help prevent stretching of the catheter tubing.

Event description:
It was reported that the catheter ruptured on the hub side. No reported injury to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time

Event description:
It was reported that the catheter ruptured on the hub side. No reported injury to the patient.